Manufacturer narrative:
The pad device was installed on (B)(6) 2012. Initial testing of the returned device found that the status led was red, indicating that the device had failed. The device was disassembled for investigation and it revealed the failure of the q35 component. This would result in the device failing to self-test and confirmed the reported fault. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device failed self-tests with a new pad-pak installed. If left undetected could result in the failure of the device to perform as intended if required.